Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The clamp on the pheresis trifusion catheter broke which could cause air embolus as a result of the fractured clamp. Right now the only way to fix this problem is to completely exchange the whole catheter for a new one.